Event description:
Patient reported that the needle button would not stay locked down. Patient said he pressed it by the round portion and it seemed to go down but it popped back up six hours into wearing the device. The patient does not recall if he heard the click when he initially pressed the needle button on this device but he did replace it with a new one.